Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(6).

Event description:
It was reported the tip single use fiber had smoke. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields d8, h6. The device was not returned to olympus for inspection; therefore, the customer's complaint was not confirmed. As a result, the presumed cause and a definitive root cause could not be determined. Attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device. This complaint is related to MFR (B)(4).